Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the pump¿s black box revealed no pump reboots. The battery cap was able to fit and maintain an electrical connection. The battery cap contacts were within specification. The pump powered on correctly with no power interruption duplicated during investigation. The pump was opened and there was no intermittent condition found on the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.